Manufacturer narrative:
One photo was received for evaluation. There appeared to be leakage at the inlet filter vent spilling onto the sheets. No samples were returned for investigation. No samples were returned for investigation. The reported complaint on the 142560488 primary plum set can be confirmed from the photos provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The customer reported that after intaxel infusion was completed, and during saline flush the healthcare provided noted a leak at the micron filter. There was no unprotected chemotherapy exposure to the patient, health care worker or other personnel. There was no intervention needed due to spillage. The set was replaced, and therapy resumed. There was patient involvement, but no harm was reported as a consequence of this event.

Manufacturer narrative:
The actual sample is not available, however, photo sample is available but investigation is not yet complete. Section e1 - (B)(6).